Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tachycardia and bradycardia as the pacing rate was below and above minimum and maximum rate of the implantable pulse generator (ipg). The right atrial (ra) lead exhibited oversensing. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.